Event description:
Additional information was received. They replaced the coil to another company's coil to resolve the coil resistance/non-detachment. The cause of the coil resistance/non-detachment was not determined. The catheter resistance was in the distal section. The coil did come out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal. The catheter was not a medtronic product. They didn't try to detach the coil because the coil stuck inside the catheter. They don¿t use instant detacher, only detachment by hand. The coil stuck in the catheter, so no detachment happened. The procedure was with no problem at all. No pushwire damage was observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: pv-3-8-3d (b751679). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil encountered resistance in the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The concerto coil was stuck inside the catheter (2.4 catheter) and did not detach. The physician opened another item from the same size and it also got stuck in the catheter. The coils were discarded and a competing company coils (stryker coils) were used to complete the procedure. The lesion/vessel site or location associated with the event was unknown. The type of target lesion, degree of tortuosity, degree of calcification and % lesion stenosis was unknown. There were no abnormalities reported in relation to anatomy. There were no patient symptoms or complications associated with this event.